Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter was advanced without complications. At the moment of withdrawal of the guide a stretching was observed. The guide was recovered.

Manufacturer narrative:
(B)(4). The customer returned one photo of an unraveled guide wire and one photo of a product lid stock. However, complaint verification testing could not be performed the complaint sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the catheter was advanced without complications. At the moment of withdrawal of the guide a stretching wa s observed. The guide was recovered.